Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing a heavy cough, fever, runny throat, multiple "attacks" (interpreted as increase in seizures). It was reported that the patient took antibiotics for their symptoms and that the patient's caregiver believes this may have contributed to the "attacks". No other relevant information has been received to date.

Event description:
Later, it was reported that the patient was seen by the physician, who adjusted the vns. Despite the settings adjustment, the seizures continued. Although they still had seizures, her mother reported that she was "much better." Regarding the fever, the patient had a throat infection (not alleged to vns surgery: implanted over a year prior) and was treated with amoxicillin combined with clavulonate. According to the doctor, this antibiotic reduced the effect of the anticonvulsant, and this caused the increased seizures. He did not link this episode to vns. The patient also had a cough, which her mother attributed to the flu and the infection. The doctor did not make any connection between the cough and vns. The fever was also not associated with vns, and the doctor did not specify the reason. Despite the recent episodes, her current seizures are below the reference levels previous to vns implantation. Before using the device, the patient had a significantly higher number of seizures. No other relevant information has been received to date.